Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. A visual inspection found scratches on the lens. There was no evidence to review in the event history log. During the functional testing, the customer's reported problem was duplicated as the latch was seen to be inoperable and not meeting specifications. The cause was found to be a failed latch lock. The latch lock was replaced. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that the device had a latch/lock issue. The event occurred during testing. There was no delay in therapy. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.